Manufacturer narrative:
Delivered on 08/08/2023 under report number 1644408-2023-01042, it was found to be a duplicate report number. Complaint has been evaluated and is similar to previous report number 1644408-2022-00096; 425-97-009, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to fracture.